Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to establish communication between her ipg and charger. The patient also reported her programmer displays a communication error. Follow-up information revealed the sjm representative met with the patient and confirmed the issue. Efforts to establish communication with a replacement charging system were unsuccessful. A consultation with the physician has been scheduled to discuss ipg replacement.